Event description:
On (B)(6) 2011, abbott point of care became aware of a customer report of EKG interference. An I-stat test was ordered and when the nurse scanned the baby's foot barcode ID band, the EKG machine displayed a transient ventricular tachycardia signal which immediately returned to normal with completion of the scan. The nurse recognized the signal as interference. The customer stated the interference occurred when the baby was attached to an EKG monitor and transcutaneous tc02 sensor with oscillator (make/model/manufacturer - unknown at this time). The customer has confirmed with on site testing that these observations of interference were only evident when the oscillator is on. The baby was taken off the oscillator and since then the baby's foot ID has been scanned several times and no EKG interference has occurred. The customer is unwilling to return the I-stat analyzer for investigation. Based on the information at the time, there were no injuries associated with the event.

Manufacturer narrative:
(B)(4). The customer does not want to return the I-stat1 analyzer for investigation.